Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1259616) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving a reading of 150 mg/dl or 160 mg/dl on his adc meter which was higher than he felt at 8:00 am on unknown date in (B)(6) 2012. Customer further reported self-administering an unknown "usual" amount of insulin in response to that reading. It was further reported that "around noon, customer's girlfriend found him non-responsive and sweating at home laying on the couch". Self-treatment with "2 glucose tablets, and(B)(6)" was reported. Paramedics were called, a reading of 50 mg/dl was obtained on unspecified hcp meter, customer was diagnosed with hypoglycemia, treated with "glucose injection" and "then (customer's) sugars went up too high, according to the hcp meter, so he was provided 10units of humalog insulin". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown. It is known that medical event occurred in (B)(6) 2012. (B)(6) 2012 is entered. (B)(4).